Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was "stuck together" before use and unable to be untangled without possibly breaking. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the tubing on the wingset is stuck together so you can't use the wingset".

Manufacturer narrative:
Investigation: bd received a sample from the customer facility for investigation. The sample was evaluated and the customer's indicated failure mode for the tubing stuck together with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder tubing was "stuck together" before use and unable to be untangled without possibly breaking. This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "the tubing on the wingset is stuck together so you can't use the wingset".